Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved a transpac® it monitoring kit w/safeset reservoir, 03 ml flush device, 163 cm red stripe pressure tubing and needleless valve. The reporter stated that while taking blood, it was noticed that the hose slipped out of the 3-way connector, even though it is usually securely attached due to a product defect. The reporting nurse mentioned that she has never observed this type of situation throughout her entire career. She aspirated, drew blood from the patient, and intended to re-inject the blood when she noticed blood drops on the floor. She realized that the hose was disconnected from the 3-way valve, then immediately closed off the artery, and did not re-inject the blood into the patient. The patient was not harmed as a result of the complaint/event.

Manufacturer narrative:
The complaint of a tubing separation was confirmed based on images provided by the customer. No product samples, or videos were received for investigation. Without the return of the reported sample, a probable cause could not be identified. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record was reviewed and no non-conformities were found that would led to the reported complaint.

Manufacturer narrative:
Additional information can be found in b5, b6, d9 and d10.

Event description:
The customer provided additional information von 03-apr-2024 stating that "the arterial sets are stored according to the modular system in the base area in a bin in the cupboard, while the remaining sets remain in their boxes and are stored in a designated storage room. In this room, daily temperature control takes place, as well as a regulatory inspection twice a year. At the time of commissioning, including filling this closed arterial set, no defects or leaks were visually observed. Therefore, this device was put into use with a ready-to-use unspecified arterial set to the arterial cannula of the patient's radial artery. The bag was inflated to a pressure of 300 mmhg. After zeroing on the monitor, a functioning arterial blood pressure measurement was obtained. Subsequently, an arterial blood gas analysis was performed according to the specified procedure, including aspirating 10 ml of blood using the 10 ml syringe from the closed arterial set, closing the white valve before the syringe, and obtaining the arterial blood from the designated three-way stopcock. Afterward, the clinician intended to reinfuse the blood, and before the valve could be turned back before the syringe, drops of blood-tinged fluid were observed on the floor. At that moment, the hose of the closed arterial set had disconnected from the arterial and central venous pressure (cvp) three-way stopcock, which is usually welded to it. Immediately, the entire arterial pressure measurement system/set was disconnected from the patient and the system was discarded, along with the remaining aspirated blood (10 ml) from the patient. A sterile 500ml freeflex bag of physiological saline solution from fresenius kabi was used during the complaint/event, without any medication additives.